Event description:
It was reported that a spectrum pump had system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was reproduced and confirmed through eval. This error message was attributed to a failed motor flex. The failed motor assembly was replaced.